Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, the bipolar fenestrated grasper (bfg) did not function p roperly. During the initial step of opening the peritoneum to access the prostate, while the surgeon attempted to coagulate the tissue using bfg, it didn't deliver any energy. The cable attachment to the instrument and generator was visually and physically checked, and everything appeared correctly attached. The surgeon attempted to coagulate different types of tissues, but there was no change in performance. The issue was resolved by replacing the bipolar fenestrated grasper with another one, which functioned normally. It took about 5 minutes to resolve the issue. There was no patient injury.